Event description:
Other product deficiencies and technical.

Manufacturer narrative:
A good faith attempts was made to the customer to retrieve complaint information. However, customer service was unable to collect the information from the clinician. If additional information is received the record would be updated accordingly.